Manufacturer narrative:
Check of the DHR:by checking the manufacturing charts of the lot# of the components involved, no pre-existing anomaly was found on: a total of 61 cementless stems manufactured with lot#1404952; a total of 35 humeral bodies manufactured with lot # 1412459. More important, according to our data, at least 52 out of 61 cementless stems with lot# 1404952 and 35 out of 35 humeral bodies with lot# 1412459 have been already implanted without receiving additional complaints. Explants analysis: no explants available to be returned to limacorporate. According to the info reported, the explants were analyzed by the royal perth hospital engineering department. Even if no official explants analysis report was provided, it was reported to limacorporate that the locking screw originally implanted on 03/02/2015 had no evidence of deformity at all in the thread indicating it was not tightened enough. As such, they concluded this was not an implant failure but surgeon responsible for primary surgery failed to engage properly the screw. X-rays analysis: we received and analyzed internally some x-rays related to the immediate post- op primary and pre- op revision surgery. Then, for a proper clinical judgment, the same x-rays were sent to our shoulder medical consultant. Both the technical and medical analysis agreed likely cause for this post-operative issue was a poor primary implant performed (components not properly engaged during the primary surgery). For details, please refer to the final report submitted to FDA about limacorporate complaint # (B)(4)- FDA ref: 3008021110-2018-00096. In conclusion, by lima + royal perth hospital engineering department analysis performed by the which (no signs of deformity on the screw) we can state that this is not an implant failure rather it is a mistake of the surgeon to engage the screw correctly during the primary surgery. Event was mainly due to surgical error and was not product related. Pms data: we are aware of a total of 3 smr anatomic revision surgeries due to disengagement between the stem and the humeral body on more than 41400 smr anatomic prosthesis sold ww since 2002, with a revision rate of 0.007%. None of the events reported were product related (contributory causes were in all cases surgical factor-related). No specific corrective action for this case. Limacorporate will continue monitoring the market.

Event description:
Shoulder revision surgery due to dissociation between the humeral body (code 1350.15.110, lot# 1412459) and stem (code 1304.15.220, lot# 1404952) performed on (B)(6) 2018. According to the info received we can summarize the events as following: primary surgery performed on (B)(6) 2015; in (B)(6) 2018 it was found out that the humeral body had dissociated from the humeral stem. This event was reported as limacorporate complaint # (B)(4) FDA ref: 3008021110-2018-00096. On the (B)(6) 2018, revision surgery has been performed: conversion to smr reverse. The cementless stem originally implanted (code 1304.15.220, dia 22mm) was replaced by a cemented one (1306.15.200, dia.20mm). It was reported that the surgeon commented that the patient continued working as a truck driver requiring full function of his arm after the first surgery. Surgeon commented also that there was no evidence of bone ingrowth on the humeral body or stem and that the humeral canal was widened. Surgeon believed that cementing the humeral stem and reverse humeral body would provide more stability to the final implant. The humeral canal had widened since the primary procedure. This was observed when the surgeon utilized a 24mm finned stem trial to perform the proximal humeral metaphysis ream. He used bone cement to ensure fixation of humeral components and to remedy bone loss within the humeral canal. Surgeon happy with the final stability of the implant. Event happened in australia.

Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to "dissociaton" between humeral body (code 1350.15.110, lot# 1412459) and stem (code 1304.15.220, lot# 1404952) performed on (B)(6) 2018. According to the info received we can summarize the events as per following: previous surgery performed on (B)(6) 2015. In (B)(6) 2018 it was found out that the humeral body had dissociated from the humeral stem. This event was reported as MDR # 3008021110-2018-00096. On (B)(6) 2018 revision surgery has been performed: conversion to smr reverse. The cementless stem originally implanted (code 1304.15.220, dia 22mm) was replaced by a cemented one (1306.15.200, dia.20mm). It was reported to us that the surgeon commented that the patient continued working as a truck driver requiring full function of his arm after the first surgery, that there was no evidence of bone ingrowth on the humeral body or stem and that the canal was widened. He used bone cement to ensure the fixation of the humeral components and to remedy to bone loss within the humeral canal. Event happened in (B)(6).